Event description:
A pt with known metastatic lung cancer, underwent a CT scan of the head to rule out brain metastases on 2/26/96. Two abnormalities were noted on the study and radiosurgery to both lesions were administered. The following day, when the CT study was reviewed by the chief of the division of neuroradiology, one of the abnormalities noted to be a lesion was probably an artifact. Co was notified and the scanner had a new magnetic tube installed. The device functioned properly afterwards. There was no evidence of sequelae to the pt, who was apprised of the occurrence.